Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash on her back as well as broken skin underneath the electrodes. There is no indication that the patient required any medical intervention. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.